Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high. The customer reported that the insulin pump said that she did not have any insulin left. Her blood glucose was high and it appeared that it gave her insulin despite not having 4.3 units of insulin. She believes it gave her 1.0 units. It ran out of insulin. Blood glucose was 299 mg/dl. The customer treated with the pump, not a manual injection. Right now blood glucose is 203 mg/dl. Customer declined troubleshooting the high blood glucose because she is convinced that the pump under delivered without alarming and also recorded the 4.3 units without administering the full 4.3 units because it was empty and it did not appropriately alarm. The insulin pump will not be returned for analysis.